Event description:
On oct 28th the ethicon echelon flex powered plus long articulation endoscopic linear cutter 60mm staple line, 440mm shaft length ref # plee60a, lot #v95jpp suddenly stopped working during the procedure while in the process of stapling inside the abdominal cavity. The battery was switched out and procedure continued. No known injury. FDA safety report ID# (B)(4).